Manufacturer narrative:
(B)(4). Refer to MDR report number 2015691-2017-01395 for additional information related to this event. The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. In both cases, the suture loop led to regurgitation which required subsequent intervention. Suture loop, or tying a suture around the strut, is a known operative complication of mitral valve replacement. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. Implant techniques to minimize suture loop include the following. Maintain tricentrix deployment until all annular sutures are tied. If leaving the holder and handle in place obstruct your view, tie the sutures adjacent the each stent post before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Based on the information received surgical technique likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 27mm mitral valve was explanted at implant. A 27mm mitral valve was implanted and upon inspection it was identified that one of the sutures had wrapped around a strut and damaged the leaflets. The valve was excised and replaced with another valve. The pump run had been long at this point, and the patient was given a long time to recover. With a large amount of inotrope the patient was weaned from cardiopulmonary bypass with tenuous hemodynamics. An intra-aortic balloon pump was placed percutaneously in the right common femoral artery and this seemed to aid in hemodynamics. The patient was taken to the cardiovascular intensive care unit in critical condition having tolerated the procedure.